Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19's while loading multiple cartridges. The customer's blood glucose (bg) level ranged from 132 to under 240 mg/dl. The customer was to use insulin injections to manage diabetes.